Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reports almost 4 months after the dental implant was placed in ada site 22 in the mouth, the implant had not integrated in type ii bone. Clinician reports pain and poor bone quality/quantity. Site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports almost 4 months after the dental implant was placed in ada site 22 in the mouth, the implant had not integrated in type ii bone. Clinician reports pain and poor bone quality/quantity. Site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.